Event description:
The patient presented with fever and an echo revealed a 7 mm vegetation and grade iii aortic insufficiency (ai). The patient was treated with antibiotics. No vegetation was visible on the pre-op echo, but the ai remained. The patient underwent a re-do aortic valve replacement. Intraoperatively, prior to explant, it was noted that there were no signs of endocarditis, but two of the cusps were stiff. There was also reported to be pannus on the valve, creating impedance. A mechanical sjm masters series valve was implanted and the patient was reported to be stable condition postoperatively.